Event description:
Information was received from a consumer regarding a patient receiving baclofen (15 mcg/ml at 110.8 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported a motor occurred sometime between 2007 and 2014. The patient thought it occurred after he had an MRI. The patient's mris were not related to his infusion system devices or therapy. The pump was read at the time by a company representative. The pump had stalled and started back up again. The event date was unknown. No patient symptoms were reported. The pump was later replaced due to normal battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner reported in 2007, the patient started treatment with baclofen [400 mcg/ml] at a continuous infusion dose of 214.90 mcg/day and morphine [1 mg/ml] at a dose of 0.5372 mg/day. On (B)(6)2012, the patient had a lumbar magnetic resonance imaging (MRI) with the following impression of acute upon chronic facet arthropathy, moderate foraminal stenosis, and vertebral end plate osteophytes. The physician did not have any record of MRI since 2012. The patient weighed (B)(6) pounds at the time of the event. Additional patient medical history included a spinal cord injury due to cervical spine fracture from motor vehicle accident (mva; 2004) with quadriplegia (but eventually returned to walking with physical therapy after some time); left with spasticity in legs, moderate foraminal stenosis, vertebral end plate osteophytes, back pain and right leg pain, "lightning shock" pains in mid back and low back, and arthropathy, cervical spinal stenosis, and a bone spur (exostosis). Concomitant products included oxybutynin 5 mg, pravastatin 40 mg, omeprazole 20 mg, polyethyl glycol 20 mg, furosemide40 mg, tamsulosin 0.4 mg, acyclovir 1000 mg, gabapentin 800 mg, buspirone 15 mg, gemfibrozil 600 mg, promethazine 25 mg, celebrex (celecoxib) 200 mg and tizanidine 2 mg.